Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported numerous ail alarms during a vasopressin infusion in the operating room, dosage and rate not specified. It was noted the providers made several attempts to clear the line of tiny air bubbles and had to pause every 2-3 minutes for these alarms. The tubing and channels were replaced without remedy. The customer notes the temperature in the operating room was approximately 100 degrees and questions whether this has any impact on the air in the line and subsequent alarms. It was also noted the provider is unsure if the medication was administered. There was no patient harm.

Manufacturer narrative:
The customer's report that the device alarmed for air-in-line was confirmed via log review. The event logs showed that on (B)(6) 2016 at 10:50am the pcu was powered on and three pump modules were connected. An infusion of vasopressin was started on pump module s/n (B)(4) at 10:51 am. The rate was immediately changed from 6 ml/hour to 500ml/hour. Two air-in-line (ail) alarms then occurred in close succession, followed by two check IV set alarms in rapid succession. The module was channeled off which powered off the pcu. At 11:05 am the pcu was powered back on; the vasopressin infusion was moved to pump module s/n (B)(4) and started at 11:06 am. An ail alarm occurred right afterwards followed by a second ail alarm twenty-three seconds later and a third ail alarm occurred approximately 30 seconds later. The pump module was channeled off and the pcu was powered down at 11:08 am. The total volume infused of vasopressin by both source pump modules was 1.354ml. Testing and inspection of the returned pump modules found no malfunctions and both devices to be infusing within specification. Both modules passed repeated asm air-in-line testing. Functional testing on both devices produced no ail alarms for infusions programmed at 500 ml/hr over four hours, and false ail alarms could not be replicated. The root cause of the numerous ail alarms could not be determined.